Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the implantable cardiac monitor displayed an error message and the physician had difficulty interrogating the device. Device firmware download was successful. The device was reprogrammed and the patient would be monitored.